Manufacturer narrative:
Investigation pending.

Event description:
Caller (caretaker for patient) alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 7.5, lab: ng, inratio 7.5, lab: ng. Date: (B)(6) 2011, inratio: 7.1, lab: 3.9. Patient's therapeutic range: 2.0-3.5 inr. On (B)(6) 2011, doctor held patient's coumadin dose. Patient's medication has been changing on a daily basis.